Manufacturer narrative:
The patient was born in 1970. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described the patient's error. On an unreported date the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported). Thirteen days after the onset of peritonitis, the antibiotics treatment was stopped. The patient recovered from the peritonitis. The action taken with dianeal therapies was not reported. No additional information is available.